Manufacturer narrative:
D10 concomitant products: unknown cool ti - unknown cool tip elecrtrode, lot# unknown literature events: author: xudong xie, phd*; siyuan chen , mbbs*; yawei cui, msc; zhenzhen zhou, bsc; jianhua lu, bsc; zhi du , phd; jie ding, phd; kaidi xing, mbbs; yuesheng zhang, mbbs; yijiang zhou , md; jun li, phd; xiaogang guo , phd title: midterm outcomes of percutaneous intramyocardial septal radiofrequency ablation for hypertrophic cardiomyopathy: a single-cen ter, observational study, xiaogang dr. Guo, j am heart assoc. 2024 source: doi: 10.1161/jaha.123.034080 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective cohort study investigated the efficacy and safety of percutaneous intramyocardial septal radiofrequency ablation (pimsra) from another independent center for the treatment of hypertrophic obstructive cardiomyopathy. Between april 2020 to june 2023, 76 patients were treated with pimsra using cool tip. The following procedural complications were reported: pericardial effusion in 6 patients. Of these patients, 1 underwent pericardiocentesis followed by surgery, 2 underwent pericardiocentesis and septal branch balloon occlusion, 2 received pericardiocentesis only, and one was treated conservatively. Among them, 1 patient developed cardiac tamponade immediately after the insertion of the needle and needed pericardiocentesis, and thus the ablation was not conducted. She suffered ventricular fibrillation requiring resuscitation the next day and a stroke later during hospitalization. Accelerated idioventricular rhythm occurred in two patients. One patient developed septal branch aneurysm and coronary right ventricular fistula and was treated with coil occlusion.